Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed multiple shaft kinks/flattened sections, shaft and guidewire lumen buckling along with an unknown .035 guidewire stuck inside the device. Inspection of the device revealed an unknown .035 guidewire received stuck inside the device. The device was flushed and soaked but was unable to be removed due to the shaft damage. Inspection of the device revealed a bent/kinked hypotube and shaft/guidewire lumen buckling located at 13 cm from the tip.

Event description:
It was reported that device entrapment occurred. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, great resistance was noted while progressing the catheter into the target vessel. The device was attempted to be removed, however, upon pullback, the catheter was found to be completely adhered to the guide wire. The catheter was then removed along with the wire. Outside the body, an attempt was made to remove the wire from the catheter system again, without success. The guide wire was completely adhered, making it impossible to remove. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, great resistance was noted while progressing the catheter into the target vessel. The device was attempted to be removed, however, upon pullback, the catheter was found to be completely adhered to the guide wire. The catheter was then removed along with the wire. Outside the body, an attempt was made to remove the wire from the catheter system again, without success. The guide wire was completely adhered, making it impossible to remove. The procedure was completed with another of the same device. No patient complications were reported.